Event description:
Reportedly, during testing a 'high fio2' alarm occurred which could not be solved by calibration. Upon replacing the sensor, this issue was resolved. There was no pt involvement reported.